Event description:
Customer reported that the paramedics were called and he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was unknown when paramedics arrived. Customer stated that he had high blood glucose and treated with the insulin pump and with a manual injection, but he over treated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.